Manufacturer narrative:
This complaint is related to the following MDR #'s: 1828100-2015-00041, 00042, 00043, 00044, 00045, 00046, 00048, 00050, 00051,00052, 00053. The field service representative (fsr) plans to replace the pump hinges in (B)(4) 2015 on the next preventive maintenance (pm) cycle.

Event description:
The perfusionist (ccp) called the field service representative (fsr) and reported the pump lid was falling off the roller pump on the perfusion system. The device was not changed out. There is no specific date, time or occurrences of the issue which can happen at any time the system is used. This complaint has no reports of any delay, or impact to a case due to this issue. No harm has been reported.